Manufacturer narrative:
Investigation: testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot 133292 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit 195-000 / lot 133292 and test device 195-430h / lot 131434. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 133292 showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4), inc. Was unable to determine the exact root cause of the reported issue.

Event description:
The customer reported a false positive result with the binaxnow covid-19 ag card performed on (B)(6) 2021 with unspecified nasal swabs. Repeat testing was not performed. Confirmation testing with pcr generated negative results. No additional information was provided.